Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog #: 9393008, 510k #: k172199 and UDI #: (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-op, the cage broke during impaction. The broken cage was explanted; and another was put in its place without any difficulty. Patient complications were reported to be unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was pre-operatively diagnosed with scoliosis. The surgery was performed at l5-s1. No patient complications were reported.